Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant in the atrium, the pacing lead exhibited placement difficulty. An attempt was made to change the site for the lead but the torque was not transmitting to the tip and when extracting the lead from the myocardium it was difficult to extract. Lead fracture was suspected. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.